Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the dilator and sheath did not fit well. The md took out another new product and finished the procedure.

Manufacturer narrative:
Qn#(B)(4). The customer returned one sheath/dilator assembly for evaluation. Visual inspection was performed on the sheath/dilator assembly and defects or anomalies were observed. The outer diameter of the lower locking portion of the dilator hub measured .150", which is within the specification limits of .149"-.151" per dilator product drawing. The inner diameter of the sheath valve cap measured .147", which is within the specification limits of .144"-.147" per cap hemostasis valve product drawing. The dilator was inserted through the sheath. An audible click was heard indicating that the hub was locked in the sheath cap. Moderate force was required to remove the luer hub from the cap. The IFU provided with the kit informs the user, "ensure dilator hub fully snaps into sheath cap". The customer reported issue of the dilator and sheath not locking together could not be confirmed during the complaint investigation of the returned sample. Visual, dimensional, and functional inspections were performed, and no issues were observed. Based on the customer description and the sample received, no problem was found with the returned sample. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that the dilator and sheath did not fit well. The md took out another new product and finished the procedure.